Event description:
It was reported that when an asymptomatic pacemaker dependent patient presented in clinic during follow-up, device was found to be in backup vvi. A device download was performed successfully.